Event description:
It was reported that the procedure was to treat the superficial femoral artery with no tortuosity and unknown level of calcification. The supera self expanding stent system (sess) was advanced to the lesion and the deployment lock was inadvertently opened and the stent began to release into the sheath. At this point, troubleshooting was performed and the stent was ultimately able to be deployed at the intended location. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as reportedly the deployment lock was inadvertently opened, and the stent began to release into the sheath. It should be noted that the supera peripheral stent system instructions for use states: ensure the deployment lock remains locked during stent deployment until the end of the stent is ready to be released from the delivery system. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part number and lot number were not provided. H6: medical device problem code 2017: failure to follow steps / instructions.